Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2015 with the following findings: review of the black box data did not reveal any unexplained power on reset events. On examination, the threads on the battery cap returned with the pump for investigation were found to be stripped/damaged. The battery compartment was found to be cracked on the side at the threads as well as above and below the bumper pad. There was evidence of moisture corrosion inside the battery compartment and behind the display lens. The case was cracked near the upper right and lower right corners of the display lens area. The returned battery cap was not able to be secured to the pump due to the damage; ¿no power¿ issue was duplicated with the returned cap. A test battery cap was able to be secured to the pump to complete the investigation. The pump was powered on and during testing, emitted a call service alarm 078 on attempt to rewind. Complete testing was not able to be completed due to the call service alarm. A leak test was performed and both the battery compartment and the pump case demonstrated leaking at the sites of the cracks. The pump case was removed for investigation and revealed moisture corrosion throughout the interior of the pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue; moisture/corrosion in the battery compartment, denied damage to pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.